Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with minor scratched lcd window, cracked keypad overlay, broken belt clip rails, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery test alerts, back light anomaly, no delivery alarm, and charge/battery last less than expected due to display anomaly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen, battery life had diminished, insulin pump has been non responsive to brand new battery, no delivery alarms, backlight was more dimmer than it used to be. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.